Event description:
While a field service engineer (fse) was troubleshooting an unrelated event, the fse observed a film on the white blood cell (wbc) bath electrode on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The fse found the wbc bath contaminated with film on the electrode. He replaced the wbc bath, which fixed the issue. The repairs were verified per established service procedures. (B)(6).